Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of an exactamix automated compounding device was observed frayed with metal wires exposed. This issue occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: em 2400, main module (previously submitted as ac pump power cord csa grey). Correction made to d4: catalogue #: 2400m (previously submitted as 400100678). Should additional relevant information become available, a supplemental report will be submitted.